Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl at an unknown concentration and a dose of 1,170.7 mcg/day via an implantable infusion pump for spinal pain. It was reported that the patient's pump had not been working since implant on (B)(6) 2016. The patient had a test which showed something was wrong with the catheter, believed to be an x-ray or ultrasound. It was reported that the patient's catheter tube had ruptured or come away from the pump and it was delivering the drug right into the tissue. Surgery was scheduled from (B)(6) 2016.

Manufacturer narrative:
The main device, other components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 2400 mcg of fentanyl at a dosage of 1406.5 mcg via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient was experiencing a lack of therapy and return of pain symptoms. The catheter was aspirated that checked for csf flow. The patient¿s healthcare provider (hcp) was able to confirm csf backflow, but could not determine where the catheter was located. The hcp decided to replace the entire catheter. Additional information was received from the manufacturer's representative on 2017-jan-09. He confirmed that he was not made aware of the event until (B)(6) 2016. The cause of the patient's catheter and pump issues were not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.